Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a permanent implant that was aborted. While on the operating table, the physician started administering numbing medication to the battery pocket site, however droplets of blood that came from the needle sticks which prompted physician to stop the procedure to evaluate the situation. Patient will be assessed by the pcp for possible blood disorder.